Manufacturer narrative:
(B)(4). Date sent: 4/12/2021, d4: batch # u94z7y . H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. The event described could not be confirmed as no scissored clips were observed and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: in addition, a photo was received for review. The photo provided shows a clip that appears to be not properly formed and scissored. It also appears as if two clips are possibly overlapped, however the picture quality does not allow this to be verified. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the actual device analysis above.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip appeared to be twisted after ligating a vessel. It was the third clip from the device. The first and second clip applied normally. It is unknown how procedure was completed. There was no patient consequence.